Manufacturer narrative:
(B)(4). The device was rec'd and evaluated by baxter. The unit was rec'd inoperable due to a constant "system error 105" alarm caused by a failed motor (flex). The failed motor assembly was replaced.

Event description:
During baxter's evaluation of this device for an unrelated complaint, the device was rec'd inoperable due to a system error 105 alarm. There was no pt involvement.